Manufacturer narrative:
No product was not returned for evaluation; it was discarded at the hospital due to exposure to an unspecified category a infectious disease. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick during the procedure to insert a new volume view in the same leg. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during a liver transplant on a (B)(6), male sepsis patient, a volume view set was inserted to measure extra vascular lung water. It was noted that the clinician had first placed a separate line within the right femoral vein to measure central venous pressure (cvp). The clinician then inserted the volume view catheter utilizing the right femoral artery. As the clinician was inserting the guide wire into the catheter, there was blood leakage and a hematoma developed; however, it was noted that because the clinician had placed the right femoral vein catheter for cvp, the bleeding was not severe but did require compression to control it. A new volume view catheter was placed within the right femoral artery, though it required a ¿new stick¿. During this new insertion, the guidewire became stuck and resulted in an unquantified amount of bleeding. There was no allegation of patient injury. The devices were discarded due to exposure to an unspecified category a infectious disease.